Event description:
It was reported that a malfunction occurred on a pump with the code malf 12. There was no reported impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the customer confirmed the issue did not recur after the reset, allowing continued use of the pump. The customer was advised to reach out again if the malfunction reappeared, which they understood.